Manufacturer narrative:
An event of ¿central aortic insufficiency¿ was reported. The results of this investigation concluded leaflet 1 contained a tear. No acute inflammation or significant calcifications were present in the valve. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. There was no evidence found to suggest the cause of the tears were due to an intrinsic defect in the valve, as supported by review of the valve's device history record. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2017, a 21 mm trifecta gt valve was implanted per usual procedure. After an uneventful implant, the aortic crossclamp was removed and the patient's hemodynamics stabilized. Tee noted the presence of "wide open" central aortic insufficiency. The valve was removed and replaced with a second 21 mm trifecta gt valve which performed as anticipated. The patient is reported to be recovering.